Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported they were not present at time of explant and device was likely discarded. The hcp thought cause of pocket tenderness could be an exacerbation of patient's fibromyalgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient reached out and met with a healthcare provider (hcp) about pocket pain and tenderness. The rep noted that stimulation coverage was not an issue and there were no complaints about the device itself. The rep reported that as per the patient the hcp said the pain was secondary to fibromyalgia. The rep reported that the surgeon would be changing the battery to another company for a deeper pocket placement as per the patient. The surgery was scheduled for (B)(6) 2020. No further complications were reported.